Event description:
The nurse opened the custom c-section delivery pack and found the infant/family arm bands loose inside the kit. All four of the armband numbers were different which is a potential safety risk. The numbers need to match in order for the infant to be given to the correct family.this is the first occurrence that we have identified. Because the bands are sequenced in sets of four and we received four different numbers, there could be at least four other packs affected. However, so far we have not seen anymore occurrences. The l&d department is aware and checking the bands for accuracy.======================manufacturer response for ID bands/custom c-section delivery pack, cardinal health hybrid pack (per site reporter).======================that is definitely not acceptable. Thanks for alerting me. I am forwarding and investigating. You will be contacted again.this is a high alert. We'll need a quick response and follow up. The bracelets are used for identification, and this is a safety issue. Please forward now and ask for a quick response along with a follow up letter.